Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient in her 70's, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including full functional testing, bench handling, and ECG stress testing without duplicating the report. The multifunction cable connector was replaced as precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.